Manufacturer narrative:
Concomitant products: product ID: 3998, lot# lb6636, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Event description:
It was reported the manufacturer representative was with the patient and they were seeing greater than 4000 ohms on all pairs with the number 4 electrode. All other impedances were within normal ranges. Electrode number 4 was being used on program 2 so the patient decided not to use program 2. The manufacturer representative then provided the program settings and battery voltage for a battery longevity calculation. Battery voltage: 2.64v program 1: 1.9v, 210 pw, 80 hz, 2 annodes, 2 cathodes, 429 ohms, 16 hours a day program 2: 0v, 450 pw, 80 hz, 2 annodes, 2 cathodes, ??? For ohms, 16 hours a day. The estimated longevity was 62 months until end of service (eos). The manufacturer representative confirmed again that the patient was not using program 2 but did have good therapeutic relief.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment with a physician on (B)(6)-2015 to discuss an implantable neurostimulator (ins) replacement. The patient's ins was nearing end of life. The cause of the implant issue was unknown, but since the patient was getting good therapeutic effect despite the high impedances, they believed the issue stemmed from the ins nearing end of life. The plan was to replace the ins and leave the leads in place. The patient was doing okay at the time of the report, but was anxious to get a new battery. If additional information is received, a supplemental report will be sent.